Event description:
A subject enrolled in the trident titanium acetabular shell revision study was determined to have previous implants manufactured by stryker. The reason for revision is listed as incompatible orientation with pelvis and pain. The site contacted stryker on (B)(6)-2011 to inform clinical that the revision surgery will be postponed until late fall due to the study subject having bad chest cold/bronchitis. No revision has occurred.

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.